Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their implant depletes quicker than expected. Patient noticed this issue started in january of 2024. Patient mentioned they had to charge sometimes four times a day. Patient said they always charge their implant to 100% at night, but in the morning their implant was completely depleted. Patient said today they had their implant charged to 100% and in three hours it was down to 70%. Patient also said their stimulation would turn off completely. The patient was redirected to their healthcare provider to further address the issue.